Event description:
Procedure type: hernia. According to the reporter: the metal pin on the foam collar came off and fell onto the sterile field away from the pt. There was no report of pieces falling into the cavity or impacting the pt. No pt injury was reported.

Manufacturer narrative:
Date initial report sent: 12/11/2008.